Event description:
Pt reported the morning of 2005, she had a foreign body sensation in her eye. By afternoon, her eye was irritated and tearing, and she removed her contact lenses. The next day, she presented to an optometrist and was diagnosed with a scratched cornea and prescribed antibiotic drops. She was told to sleep in her lenses. After sleeping in the lenses, her eye felt worse and she returned to her dr. She was told she had an ulcerated cornea and advised to remove the lenses and continue the drops. Three days later, she was seen by her dr again, was told there was no change, and to continue to use the drops. Two days later, she experienced pain that persisted for 3 days. She then presented at a clinic where an eye culture was taken. The culture was positive for fusarium and she was prescribed natacyn. The pharmacy did not have the product so she waited 2 days before she started treatment. After five weeks, the pt's vision began to return. The treatment lasted six weeks. She noted she had a permanent scar.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.